Event description:
Reporter stated that pt was admitted to the hospital in 2004, with high blood glucose (660 mg/dl). Pt was treated with an insulin drip. At the time of the report, pt was still in the hospital.